Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 5 years post index procedure, a CT exam revealed that there is a proximal type I endoleak. The physician elected to implant an endurant 25x25x49 aortic cuff along with heli-fx endoanchors. The proximal type I endoleak was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.